Event description:
Information was received that the cadd legacy pump shut down during infusion and was unable to be resolved. Dose or amount: 75 ng/kg/min, frequency: continuous, route: IV. Dates of use: from 2017 to ongoing. No reported adverse effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in fair condition, with a bleeding lcd, scratched screen and a cracked rear housing. This has confirms the reported customer complaint, however no definitive problem source to the reported issue could be determined; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.